Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his sensor was giving incorrect readings and calibration error. Customer stated that he had low blood glucose episode. Customer stated that the paramedics were called to assist customer at scene. The blood glucose reading was 45 mg/dl when the paramedics arrived. Customer stated that he is a paramedic and was treated on the scene by his boss, who is also a paramedic. Customer stated that he gave himself a bolus, but due to the nature of his work he does not get to eat as expected. Nothing further was reported.